Event description:
It was reported that this right ventricular (rv) lead has perforated the patient's heart wall. A chest tap was also performed to drain the pericardial effusion. Additional information received that the patient developed tamponade and a drain was placed. This lead was revised and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has perforated the patient's heart wall. A chest tap was also performed to drain the pericardial effusion. Additional information received that the patient developed tamponade and a drain was placed. This lead was revised and remains in service. No additional adverse patient effects were reported.